Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was a loss of therapy to the right side. The environmental factors that may have led or contributed to the issue were noted to be that the patient had an intrathecal pump placement surgery with a catheter. Impedance tests showed electrodes 2, 3, and 6 were out of range. Reprogramming was performed which reestablished therapy and the issue was resolved at the time of the report. No surgical intervention was planned or performed at the time of the report to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the patient¿s weight at the time of the event was unknown. The out of range impedances were high. This information was confirmed with the patient and/or physician. No further complications were reported/are anticipated.